Event description:
It was reported the patient is having a shocking sensation at her ipg site. An sjm representative will speak to the physician and the patient regarding a possible ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.